Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient was taken to surgery due to a suspected lead fracture. Intraoperative testing of the lead revealed invalid impedance readings. The physician explanted and replaced the lead, and the patient reported effective stimulation postoperative.